Event description:
Bilateral breast augmentation with mcghan saline implants. Over past year has noticed both were changing shape. In 2005 pt underwent bil implant removal - both implants removed intact - no apparent problems with implants but both had a significant decrease in fluid content. Replaced with mcghan saline implants.